Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.5x32mm promus element monorail stent delivery system was selected. During preparation, the physician noted resistance while removing the stent protector. Once removed, it was noted that the distal portion of the stent had a stent strut raised up. The device did not come in contact with the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found the device was returned with the mandrel inside the lumen and the stent protector covering the stent of the device. No force was required to remove the mandrel. The stent protector moved freely over the distal and middle sections of the stent, however there was moderate resistance as the stent protector was moved over the proximal end of the stent as this section of the stent was misaligned. This resistance was due to the fact that strut rows at the proximal end of the stent were misaligned and stretched over the proximal markerband. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.5x32mm promus element monorail stent delivery system was selected. During preparation, the physician noted resistance while removing the stent protector. Once removed, it was noted that the distal portion of the stent had a stent strut raised up. The device did not come in contact with the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.